Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2012. During the procedure, the blade stopped advancing and would rotate inside of the barrel of the device. The issue occurred towards the end of the procedure. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During functional evaluation, blade extended without difficulty when trigger was activated. The device operated as intended during evaluation.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.